Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's demise subsequent demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The cause of the patient's death is unknown. It is also unknown if the patient experienced any intra-operative or post-operative complications. If additional information is received a follow-up medwatch report will be submitted to the FDA. No previous complaint was reported relating to this event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's demise. This complaint is being reported due to the following conclusion: the plaintiff's attorney alleges that the patient sustained unspecified injuries and subsequently passed away after undergoing a da vinci surgical procedure. However, at this time, the causes of the patient's alleged injuries and demise are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted surgical procedure on (B)(6) 2014. The plaintiff's attorney alleges that as a result of undergoing the da vinci surgical procedure, the patient sustained serious and permanent bodily injury and ultimately passed away on (B)(6) 2014. Isi was not provided with the da vinci operative report or any of the patient's medical records.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the reported event. Isi was provided with the patient's death certificate. According to the death certificate, the immediate cause of death was sepsis due to (or as a consequence of) colon perforation due to (or as a consequence of) prostate cancer. Significant conditions contributing to the death were cirrhosis and chronic obstructive airway disease. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient's attorney alleges that the patient expired after undergoing a da vinci-assisted surgical procedure. However, at this time, the cause of the patient's operative complication is unknown.